Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 6 was not detected on the communication bus at the pcu3 station. A field service engineer replaced the drawer card to resolve the issue. Additionally, preventive maintenance was performed on the device, which included cleaning and securing all connections. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis medstation system, the auxiliary drawer 6 was not detected on the communication bus at pcu3, which hindered users from accessing medication for a patient. The customer stated that this incident resulted in a delay in patient care, but the nurse could obtain medications from pcu2 or pcu4, the lack of access to this drawer reduced the available space for medications. There were no adverse events or injuries reported based on this event.